Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, on (B)(6) 2014, the patient underwent a revision procedure due to an unknown reason.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification & expiration date - unknown; date implanted - unknown; 510k number - unknown; manufacture date - unknown.